Event description:
Pt receiving inotropic drugs via infusion pump. A 3-way stopcock in-line developed a leak (cause unknown) allowing all or a significant portion of the intended infusion to leak out. The interruption of drug delivery to the pt resulted in severe hypotension. Cardiopulmonary intervention was necessary.